Event description:
It has been reported to philips that the device was intermittently unable to perform exposure. The device was in clinical use at the time of the event. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that image processing computer (ippc) and hard disk drive (hdd) were failing. The ippc and hdd were replaced and the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed the image processing error. Review of system logfiles showed problems related to image processing pc (ippc). Upon troubleshooting, fse identified the issue with the lateral ippc. To resolve the reported issue, fse replaced both frontal and lateral ippcs and the host pc due to the software upgrade requirement. Following replacement and software upgrades, fse discovered that all live monitors and one of the ref monitors were black. Fse rectified the connection of lateral review x31, which was incorrectly connected to x32. The failed ippcs were returned for analysis. The cause of the failure of one of the ip pc was could not be confirmed by the supplier's part analysis, while the failure of the other ippc was determined to be dimm memory contamination and was rectified by rigorous cleaning of the dimm and socket. Following the replacement, the system was returned to full operating order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.